Event description:
It was reported that the stent had moved on the balloon. A percutaneous coronary intervention was being performed using a synergy xd mr ous 2.50 x 48mm stent. During preparation for the procedure as the stent was being opened, it was noted that the stent was damaged. It was also noted that the stent partially detached from the balloon. The procedure was completed using an alternate device. No patient complications resulted due to this event.